Event description:
On (B)(6) 2014 at the medical center (B)(6), it was reported that the gas inlet connector on the quadrox-I be 01971311 oxygenator from lot number 70095640 was broken/disconnected. This was discovered during priming. There are 3 units reported to have this issue in this complaint. The other two will be filed in separate medwatches. Reference MFR's# 8010762-2015-00484 and 8010762-2015-00614. (B)(4) .

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was inspected visually and it was confirmed that the gas inlet connector was detached from the oxygenator. An on-going investigation for this issue of loose/detached connectors has determined that the detachment is caused due to the debonding of the adhesive from the polycarbonate surface. (B)(4).